Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer was drawing insulin from an insulin pen to fill the cartridge. Tandem technical support educated the customer on filling the cartridge with insulin from an insulin vial. The cartridge was changed to resolve the issue. Customer¿s blood glucose was 78 mg/dl."